Event description:
It was reported to technical services that this is an issue with this lead and it will be revised. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).